Manufacturer narrative:
The investigation determined that a customer attempted to obtain vitros enzymatic co2 (eco2) results for multiple patient samples processed erroneously using a vitros alanine transaminase (alt) slide cartridge that was mis-identified as a vitros eco2 slide cartridge on a vitros xt 7600 integrated system. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros xt 7600 reference guide states the following: warning: during the manual load process, once you open the slide supply door, you must place the cartridge that you have identified in the 'manually load cart' dialog into the presented slide supply slot. Failure to do so may result in tests being performed with slides from an incorrect cartridge, potentially leading to wrong patient results. After unloading the cartridge in question, the customer reloaded it onto the analyzer and the cartridge correctly displayed as a vitros alt cartridge. The vitros xt 7600 integrated system software was operating as expected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a customer attempted to obtain vitros enzymatic co2 (eco2) results for multiple patient samples processed erroneously using a vitros alanine transaminase (alt) slide cartridge that was mis-identified as a vitros eco2 slide cartridge on a vitros xt 7600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros eco2 patient sample results were obtained from the mis-identified vitros alt slide cartridge and therefore, no erroneous results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).